Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4). Added additional information: the device (a) was returned with the clamp arm detached from the inner tube, but firmly fixed (attached) to the outer tube. No further tests could be performed due to the device receiving condition. The tissue pad was in good physical condition and properly attached to the clamp arm. Probable causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or probable entanglement in fibrous tissue. The device (b) was received in a good physical condition. It was connected to a test hand piece and a generator and was functionally tested. There were no anomalies noted. The tissue pad was in good physical condition and properly attached to the clamp arm. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. The device was fully functional and conforming to design specifications.

Event description:
It was reported that during an unknown procedure, the device's tissue pad came off and fell into the patient. They were able to retrieve the piece through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.